Event description:
A primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm reportedly leaked at the filter on the taxol line mid-infusion for a patient. The customer reported a carmustine leak from the filter on a primary plum set 0.2 micron filter (i.e. Taxol line). This lead to loss of drug (approx 23ml) for the patient. Chemotherapy was being administered/performed. No one was harmed but the patient did not receive full dose of drug required to complete treatment. The event did not involve death or serious deterioration of a person.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.